Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting 110b check vent: proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that device is giving error code 110b, customer replaced solenoids 3 and 4 and tested device, still giving error code 110b. Customer would like to confirm the next step is to replace the da board. Confirmed with customer that da board is the next step. Customer is requesting part number and price for replacement da board. Explained to make sure he check all the pin alignment between the flow sensor assembly and the da pcba. He will inspect them again. If not, he will work with the parts team and have the ordered parts replaced. Customer reinserted the da pcba properly, and it solved the issue. Unit ran for over 30 minutes with no issues. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.